Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported from the customer that they had just placed a patient on support, and they noticed right away that the delta p was reading in the 70's. The circuit was pre-primed on 4/15/24. The pint was reading 362 mmhg and the part was reading 289 mmhg. They were only able to achieve a flow of 3.9 l/min at 4000 rpm (revolutions per minute). The customer reported that a few moments later, the delta p increased to the 90's and they decided to change the circuit. Patient was switched to a new hls set with an improvement in the delta p to the 20's but the pint and part remained above 300 mmhg. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported from the customer that they had just placed a patient on support, and they noticed right away that the delta p was reading in the 70's. The circuit was pre-primed on (B)(6) 2024. The pint was reading 362 mmhg and the part was reading 289 mmhg. They were only able to achieve a flow of 3.9 l/min at 4000 rpm (revolutions per minute). The customer reported that a few moments later, the delta p increased to the 90's and they decided to change the circuit. Patient was switched to a new hls set with an improvement in the delta p to the 20's but the pint and part remained above 300 mmhg. No clots were reported by the customer. The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user. In addition, the hls set was exchanged during treatment. Therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on 2024-07-31 with the following conclusion: visual inspection showed no visible damage or deviations that could have resulted in the reported failure. During functional testing, the the complaint sample showed complete functionality of the entire sensor system during the test. Plausible pressure and temperature values were always displayed on the cardiohelp - even in relation to each other. No signs of flow impairment or flow reduction were detected during the flow test either. The failure could not be confirmed, as no deviations were found in the complaint sample. Therefore, the exact root cause remains unknown. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2024-08-05. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "high pressure readings, decreased flow" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported from the customer that they had just placed a patient on support, and they noticed right away that the delta p was reading in the 70's. The circuit was pre-primed on (B)(6) 2024. The pint was reading 362 mmhg and the part was reading 289 mmhg. They were only able to achieve a flow of 3.9 l/min at 4000 rpm (revolutions per minute). The customer reported that a few moments later, the delta p increased to the 90's and they decided to change the circuit. Patient was switched to a new hls set with an improvement in the delta p to the 20's but the pint and part remained above 300 mmhg. The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user. In addition, the hls set was exchanged during treatment. Therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on (B)(6) 2024 with the following conclusion: visual inspection showed no visible damage or deviations that could have resulted in the reported failure. During functional testing, the complaint sample showed complete functionality of the entire sensor system during the test. Plausible pressure and temperature values were always displayed on the cardiohelp - even in relation to each other. No signs of flow impairment or flow reduction were detected during the flow test either. The failure could not be confirmed, as no deviations were found in the complaint sample. Therefore, the exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on 2024-08-09 with following conclusion: concerning the internal pressures of the hls set: as described in the lce report, the error could not be reproduced. However, thrombi were observed at the oxygenator inlet, which could not be removed despite flushing procedures. Thrombi adhering to an oxygenator can definitively contribute to an increase in the delta p value. However, based on the data available here, it cannot be confirmed that this was the cause of the reported elevated delta p values. Additionally, elevated pint and part values were noted in the customer product complaint single report, which remained above 300 mmhg even after the hls set was replaced. These pressure values can be influenced by multiple factors, such as cannula positioning, choice of cannula size, the patient¿s intravascular pressure levels/elevated afterload, elevated hct/hb levels etc. Since no further information is available regarding these factors, an evaluation of the pressure values reported by the customer cannot be further pursued. In conclusion, the evidence provided does not confirm a malperformance/ underperformance of the affected hls set. With the available information, it was not possible to determine a definite root cause for the elevated internal pressure values described in the complaint. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2024-08-05. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "high pressure readings, decreased flow" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.